Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and a haptic was torn during insertion. The incision was enlarged to remove the lens and a suture closed the wound.